Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (therapy electrodes non-functional) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to a damaged trunk cable connector. The damaged connector caused the pulse wires to short together. The root cause for the damaged connector was physical abuse. No adverse event resulted from the shorted pulse wires.

Event description:
A us distributor reported that an electrode belt's therapy electrodes were non-functional.